Event description:
It was reported that when the customer was doing the alarm test, the ventilator only had the visual alert but no audio was not working. The ventilator was not in use on a patient at the time of the event occurred.